Event description:
The customer reported via phone call that he had a battery out limit alarm on the insulin pump. Customer's blood glucose was 303 mg/dl at the time of the incident. Customer was at the beach playing frisbee and thinks that he some water got into the pump. Customer stated that the pump alarmed after a battery change. Pump is alarming at the time of the call. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer stated that the esc button is not working and clearing alarms. Customer also stated that the up and down buttons sometimes will not work. Customer thinks it might have gotten wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to troubleshoot for high blood glucose.

Manufacturer narrative:
All operating currents are within specifications. No unexpected battery out limit alarm noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, broken reservoir tube lip, broken belt clip slot, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.